Event description:
It was reported that following a coronary artery stenting treatment procedure a stent thrombosis and dissection were noted. The initial procedure in (B)(6) 2011 treated the rca (right coronary artery). Angiography showed a proximal 80% stenosis and a precrux, ulcerative 80% stenosis. A 3.0x15mm non-bsc drug eluting stent was placed distally and a 3.5x32mm taxus liberte stent placed in the proximal region. Both stents were delivered at high pressure with 0% residual stenosis with no compromise of side branches. The patient returned in (B)(6) 2011 with pain on the left side of the neck radiating into the left chest following mowing the lawn including moving two heavy benches the evening before. The patient reported taking sublingual nitroglycerin at the onset of the pain. The next morning the chest discomfort continued. At the emergency department, the patient had elevated troponin and shortness of breath. Sublingual nitroglycerin and nitroglycerin paste were administered. Angiography showed the proximal rca stent to have a 30-40% clot with non-occlusive flow. The patient was placed on integrillin over the weekend. Upon re-evaluation with ivus (intravascular ultrasound) an edge dissection was noted with mild plaquing throughout the right coronary artery. A 3.5x16mm ion stent was placed at 13 to 16atm covering the distal dissection resulting in 0% residual stenosis with no evidence of further dissection or thrombosis. The patient tolerated the procedure well with no complications and was reported to be in stable condition post procedure. The patient was reported to be compliant with antiplatelet medications.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).